Event description:
The customer reported that the logiq s8 power cord plug may have caught on fire and/or smoldered at the customer's wall outlet, and the power cord plug was melted around one of the prongs. The customer reported there was no harm to anyone. Investigation to determine the cause and details of the issue continues.

Manufacturer narrative:
Block a: no patient was involved. Block d4, UDI: (B)(4). Legal manufacturer: hcs korea - 9, sunhwan-ro 214beon-gil jungwon-gu korea, republic of seongnam-si gyeonggido, 462-807. Ge healthcare's investigation into the report is ongoing, and a follow-up report will be provided when the investigation has completed.

Manufacturer narrative:
Ge healthcareâs investigation has completed. Additional information was collected from the customer. The customer clarified that the power cord did not catch on fire and instead it had melted at the wall outlet, and there were pictures of the power cord plug which indicated there was damage to the plug. It was confirmed the damaged power cord was supplied by ge healthcare. Ge healthcare visually inspected the logiq s8 and performed safety testing after replacing the damaged power cord, and no problems were found. Ge healthcare further evaluated historical complaint file data to determine if there were any trends or indications of a need for further action, and it was determined there was no design issue nor an indication of a manufacturing defect. Therefore, ge healthcare has concluded power cord replacement has corrected the issue and no further action is required at this time.